Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. There was a collimator initializing error and the collimator was jammed. The collimator was blocked and could not find its limits. After some time unblocking it, moving back and forth, rotor controller could home and the collimator moved on its own. System functions checked. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a collimator error. The system wouldn't progress past initializing screen. The "error initializing collimator" message appeared on the system. Troubleshooting was performed and the manufacturer representative calibrated the collimation blocks. Then the issue was resolved. No patient was present at the time of the event.